Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on all pacing configurations/polarities/vectors on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.